Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 38 events were reported for this quarter. Product return status: 33 devices were received for evaluation, 2 devices were available for evaluation but have not yet been received, 3 devices were not available to stryker for evaluation. Evaluation status: 31 events were confirmed during testing, - 19 devices were found to be affected by corrosion, - 12 devices were found to be affected by a wear problem, 2 events were not confirmed during testing; the device was found to be within specifications. Product disposition: 29 devices were repaired and returned to the account, 4 devices were repaired and put back in stryker stock. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 38 malfunction events in which the device reportedly overheated; 30 events had no patient involvement; no patient impact; 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 1 device was not available to stryker for evaluation.   Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by non-stryker repairs.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. 3ps.

Event description:
This report summarizes <noe> 38 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.